Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during testing by a manufacturer field service technician at the user facility, the tps handpiece cord caused a bias current message to be displayed, signaling a condition occurred in which the handpiece has the potential to run without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during testing by a manufacturer field service technician at the user facility, the tps handpiece cord caused a bias current message to be displayed, signaling a condition occurred in which the handpiece has the potential to run without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported event was not duplicated and no failures were confirmed as the product for this investigation was not available for evaluation. Device not returned to manufacturer for investigation.